Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 800 mg/dl and correction boluses via the pump were used in an attempt to lower the bg level. The customer stated that the cause of the high bg was due to an ongoing infection and was taking several types of antibiotics. The customer was hospitalized and was treated with intravenous insulin. The customer was discharged on (B)(6) 2017. The customer's bg level remained high (428 mg/dl) and a correction bolus was delivered to address the high bg. The customer declined tandem technical support's offer to troubleshoot as the customer knows the cause (infection/antibiotics) of the high bg and has already spoken to a healthcare provider about it. The customer was to speak to a healthcare provider about setting a temporary basal rate to help address the high bg.